Event description:
It was reported that the pt developed a stage 2 deep tissue injury on the right buttock.

Manufacturer narrative:
Mattress not being returned to MFR for eval; no product malfunction is alleged.